Event description:
Patient representative reported left side "a diagnosis of bia-alcl," "severe inflammation of lymph nodes," "fear of cancer reoccurrence, emotional distress," "open skin sores," "rashes," "tingling skin," "pain, and suffering." Pathology has not been received and the markers or cd30+ and alk- have not been reported or confirmed. Patient representative also reported "hair loss," which is not device related. Device has been explanted. Treatment reported: "invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, and stem cell transplant."

Manufacturer narrative:
The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿diagnosis of bia-alcl,¿ ¿severe inflammation of lymph nodes,¿ "open skin sores," ¿rashes,¿ ¿tingling skin,¿ and ¿fear of cancer recurrence, emotional distress¿.